Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had 5-6 pumps in 13 years due to malfunction or pump recalls. It was noted the patient had a pump placed in them that was recalled for a year before it was sent anyways and it failed. It was noted the pump the patient has now is the first one to work.